Event description:
Name of procedure being performed: inguinal hernia repair detailed description of event complaint 1 of 2: #(B)(4) - cb030 lot #1432559 (1 ea.) - MFR 2027111-2022-00339. Complaint 2 of 2: #(B)(4) - cb030 lot #1432559 (1 ea.) - MFR 2027111-2022-00340. Two units of cb030 malfunctioned during use in a case. The first unit of cb030 was not able to cauterize even though the connector was plugged in. The second unit of cb030 was complained to not cut tissue properly. The blades of the second unit of cb030 were reported to grab the tissue instead of cut. The case was completed with the second unit of cb030. Products are available for return. Patient status: there is no report of patient injury. Type of intervention: the case was completed with the second unit of cb030.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit; however, the complainant¿s experience could not be confirmed as the event unit functioned as intended. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Correction: h6 was updated for component code and device code to address the correct problem.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: inguinal hernia repair detailed description of event: complaint 1 of 2: (B)(4) - cb030 lot #1432559 (1 ea.), complaint 2 of 2: (B)(4) - cb030 lot #1432559 (1 ea.). Two units of cb030 malfunctioned during use in a case. The first unit of cb030 was not able to cauterize even though the connector was plugged in. The second unit of cb030 was complained to not cut tissue properly. The blades of the second unit of cb030 were reported to grab the tissue instead of cut. The case was completed with the second unit of cb030. Products are available for return. Patient status: there is no report of patient injury. Type of intervention: the case was completed with the second unit of cb030.